Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Eleven non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2013 for ventricular-sensing integrity counter (sic) and non-sustained tachycardias. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. One inappropriate shock delivered on (B)(6) 2013 due to non-physiologic oversensing.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. Additionally, during analysis of the device information the right ventricular (rv) lead had previously had an lead integrity alert (lia) for increased sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.